Event description:
The customer reported the panorama telemetry system had lost communication. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. It was found that the system's repeater was off due to a faulty back-up battery. Corrections included clearing of the system's error logs and rebooting of the panorama telemetry server and central stations. Communication reestablished. The system was tested to factory's specifications. It functioned normally and was returned to use.